Manufacturer narrative:
An event regarding crack/fracture involving scorpio trial was reported. The event was confirmed following completion of a material analysis report. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 10 jan 2020. This inspection indicated ... Visual analysis: the returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. Nothing noteworthy was observed onthe explanted locking wire. Damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface of the insert which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations; these are common damage modes of uhmwpe. Macroscopic surface features indicate that the post failed in fatigue with the fracture initiating posteriorly and propagating posteriorly. The other side of the fracture surface is shown which also has macroscopic surface features indicating a fatigue fracture propagating posteriorly. Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: conclusion: the post of the insert fractured in fatigue, the fracture initiated on the anterior surface and propagated posteriorly. The fracture mode is consistent with repeated contact against the femoral component. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. T based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Patient diagnosed with broken post of nrg tibial insert.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient diagnosed with broken post of nrg tibial insert.